Event description:
No new additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide lens is chipped, light guide bundle of insertion tube is fracture, handle and rotating ring are corroded. A root cause could not be identified. Based on the results of the investigation, image when the cable was shaken, the handle was loose, occasional error and defogging function error, light guide lens is chipped, light guide bundle of insertion tube is fracture, handle and rotating ring are corroded due to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had abnormal lines in the image when the cable was shaken, the handle was loose, occasional error and defogging function error during service maintenance. There were no reports of patient involvement.